Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on recorded ventricular fibrillation (vf) episode with atrial arrhythmia in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.